Event description:
It was reported that before a procedure with this slimline fiber, both the fiber and the debris shield were checked and no anomalies were found. After initiation of the device to perform a transurethral enucleation of the prostate, the fiber was found to be fractured and the debris shield was damaged. Both components were removed and replaced and the procedure took approximately 20 more minutes to be completed. There were no patient complications.

Event description:
It was reported that before a procedure with this slimline fiber, both the fiber and the debris shield were checked and no anomalies were found. After initiation of the device to perform a transurethral enucleation of the prostate, the fiber was found to be fractured and the debris shield was damaged. Both components were removed and replaced and the procedure took approximately 20 more minutes to be completed.